Manufacturer narrative:
(B)(4). Batch # unk. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure that the stapler made a ¿terrible sound¿ then staples only deployed on one side of the cartridge which left a large hole that needed to be hand sewn. Another device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returned.